Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one year following the implant of this transcatheter bioprosthetic valve, the valve failed. The mechanism of failure was significant paravalvular leak (pvl), with intervention required. The device had been inspected prior to use. No additional adverse patient effects were reported.